Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. A space line was selected and the infusion started with a rate of 50ml/h and a volume of 1160ml on (B)(6) 2024 at 7:03pm. On the next day at 12:30 pm the upstream alarm occurred. The alarm was confirmed and the infusion was continued. 3 minutes later, the upstream alarm occurred again. The line was extracted. The reason for the upstream alarm could not be clarified. No other abnormalities were found. (History files are attached to the pc-notification) 3. Judgment: 3.1 the complaint could not be confirmed.

Event description:
According to the customer: "on the (B)(6) 2024, user loaded a 1200 ml of tpn to run at a rate of 50ml/h with a vtbi of 1160 ml. The therapy is expected to run for almost 24 hours and is stipulated to end around 1815 hrs on (B)(6) 2024. However, user claimed that the therapy ended around 1230 hrs on the (B)(6) 2024, and the bag of tpn was empty."